Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
The details of the complaint: "needle gets stuck in eye. Needle intermittently stop operating and will get stuck into the patients eye." Fs log # 99682. Opthalmic cryo system dig ce-2000 e-complaint-(B)(4).

Event description:
The details of the complaint: "needle gets stuck in eye. Needle intermittently stop operating and will get stuck into the patients eye." Fs log # 99682. 1216677-2022-00346 opthalmic cryo system dig ce-2000 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR . X-inspect returned samples. *analysis and findings complaint 2022-12-0000581. *was the complaint confirmed? No . Distribution history: the complaint product was manufactured at csi on 25-feb-2022 under work order 315254 and sold on 23-mar-2022. Manufacturing record review: DHR- 315254 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99682 this unit was at csi on 30-dec-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested to sop-51885 and found to be functioning properly. The unit was returned to the customer. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.